Event description:
Novofine autoguard insulin needle does not have product expiration date imprinted on individual item (only on outer box). MFR (novo nordisk) made aware of problem and are sending no-charge product to replace entire affected inventory, with instructions to return affected inventory upon receipt of replacement.